Event description:
It was reported that during a pph procedure, the tissue was not cut completely and staples were malformed. Hand sewing was used to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.